Event description:
It was reported there was a display malfunction. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported display issue. Analysis also found the stylus is not aligning with the arrow on the screen; overlay found out of electrical specification. Lower case is worn and system fan is noisy. (B)(4).